Event description:
Orthopedic/surgical loaner instrumention; as sugested via professional organization rptr is writing to report a serious gap in orthopedic surgical protocols eminating from all orthopedic appliance mfrs. Specifically, hosps performing orthopedic joint replacement surgery, should receive explicit cleaning instructions for all componentry associated with loaner instrumentation supplied by the mfrs for surgical joint replacement. All too frequently, various micro componentry -cannulae, etc.- are housed within larger instrumentation and are not properly cleaned due to hosp staff not knowing how or to what extent disassembly is required for proper cleaning. Even though all instrumentation is sterilized, debris is frequently discovered in the surgical field. Rptr has requested all orthopedic mfrs to provide them with cleaning instructions when delivery of the loaner instrumentation occurs. The mfrs have only supplied generic cleaning instructions which do not meet rptr's needs. Rptr's contending that such instructional details must exist as they would logically be required for manufacturing of the loaner instrumentation in the first place. In an effort to improve upon pt safety and hosp quality, rptr needs a mandate for all orthopedic mfrs to comply with the above request so that hosp staff can produce a quality, sterile product free of defect.